Event description:
During the procedure, a cook instinct endoscopic hemoclip was used to treat a bleeding ulcer. Difficulty was experienced releasing the clip from the deployment device and at this time, the drive wire in the handle broke. The broken drive wire pierced but did not penetrate the technician's hand. It was confirmed the technician is okay and no intervention was needed for any medical or surgical repair. The clip was pulled off the clipping site. The clip and deployment device were then removed from the patient. A clip made by another company was used to complete the originally intended procedure. There were no additional sites that required clipping. There was no harm to the patient. A section of the device did not remain inside the patients' body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The lot number could not be specified by the initial reporter. Upon review of this facility's order history, we confirmed the occurrence involves one of the two following lot numbers: w3257141, manufacture date 02/27/2013, expiration date, 02/27/2016, w3234464, manufacture date 01/08/2013, expiration date, 01/08/2016. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for potential lot numbers were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the potential device history records confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaints trends.